Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure using four proglide devices relative to an unspecified procedure. Reportedly, during the implantation, the suture of one of the four proglide devices did not work. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. There was no identified mal function, not an indication of mal function in the returned device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. In this case, based on the information provided it is possible a cuff miss occurred. The compressive damage is typical of device use. Additionally, the plunger and suture were not returned to complete a full analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number updated from 2092141 to 2112942.